Event description:
It was reported the patient's blood glucose rose to 19.3 mmol/l (347.4 mg/dl). The pod was leaking while worn on the leg for between 36 and 48 hours. As treatment, a bolus was administered utilizing a manual injection.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid was observed diverting through the tear in the exposed soft cannula upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.